Event description:
The hearing aid (h/a) dispenser reported that the flex tip option had come detached from the hearing aid shell and remained in the user's ear canal. A physician removed the flex tip from the user's ear canal. There was no evidence of injury to the user's ear.